Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator when interrogated post svt ablation. Device reprogramming successfully cleared the eri alert. The device remained implanted and the patient would be monitored, as normal.